Manufacturer narrative:
During inspection and testing, foreign material was found stuck in the air valve due to insufficient reprocessing. The type of material could not be determined. The reported leaks at the insertion section and control unit were not confirmed. In addition, there was water leakage from the scope cover, the plug unit leaked, the control body was cracked, the insulation threshold test failed, the distal end cover was cracked, the adhesive on the bending section cover was separated, the connecting tube was scratched, the control plate was dented, the universal cord was scratched, the scope connector cover was corroded, angulation was out of specification, and there were white dots in the image due to damage to the charge-coupled device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing of the subject device, there was a leak at the insertion tube and control unit. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found stuck in the air valve. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 6 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon was caused by when the user handled the device, corrosion generated at the venting connector and it was reported as foreign material. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿confirm that all surfaces of the endoscope and accessories are dry." Olympus will continue to monitor the field performance of this device.